Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that he did not feel the pump was working appropriately. He reported that his blood glucose was 364 mg/dl and would improve with correction via syringe. He stated that he went to his health care provider (hcp) and reviewed the pump; the hcp reportedly felt that the pump was malfunctioning. Customer support reviewed the pump with the patient. The bolus history indicated that all boluses were delivered as programmed. The total daily dose history for past week indicated that the basal amounts were 23.00 to 24.00 units / 24 hours. The patient confirmed that the basal was programmed correctly and no temporary basal rates were used. The patient stated that he changed the site five times in past three days. The prime history showed the pump was primed on (B)(6) 2011 at 10:25; (B)(6) 2011 at 21:39; (B)(6) 2011 at 10:42, 10:38, 10:21, and 09:47. Customer support walked the patient through performing an air bolus, the first air bolus the patient stated that he did not see any insulin drip out. The cartridge was removed, connections were confirmed to be secure, completed rewind, load and prime steps. The patient again programmed a 5.0 unit air bolus and stated that there was insulin coming out. Customer support advised the patient that there was no product defect found during troubleshooting. The patient's reported blood glucose of 364 mg/dl without reported symptoms does not meet animas criteria for an adverse event. This report is made based on the patient's allegation that the pump may have malfunctioned.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery defects were found.